Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Blck b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. D4, h4: the complainant was unable to provide the suspected device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. H6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.